Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 07:31:16. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's prescribed fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. Upon conclusion of the investigation, the cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.